Event description:
Hcp reported spinal cord stimulator did not work after the pt went throgh fbi security system which turned the device off. Device was also prutruding out. Hcp attempted to increase the amplitude with no change. Device battery was depleted. The device was explanted and returned to the MFR for analysis.